Event description:
It was reported that during the initial implant procedure that the right ventricular (rv) lead had repeated low sensing parameters. The lead was not used and the physician elected to complete the procedure with a different lead. The patient condition was not known.